Manufacturer narrative:
Date of event: unknown, not provided; but the best estimate is (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 11.0 diopter intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to an over-calculated amount of astigmatism and power that would be appropriate for patient. The account commented that there was no product quality issue and the patient had a refractive shift post operative. The replacement lens was a zct150 10.5 diopter lens. Reportedly, suture was used and the patient is very happy with the improved vision. No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.